Event description:
During surgery, the tip of the drill bit broke off and was left buried in the patient's bone. The surgery was delayed approximately 10 minutes.

Manufacturer narrative:
Examination was not possible, as the instrument was not returned. The manufacturing lot code is also not known. The investigation could not verify or identify any evidence of product error/contribution to the reported event with the information available. Based on the investigation. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.